Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 57x52 mm diameter fusiform abdominal aortic aneurysm. The diameter of the upper proximal neck was 23.5 mm, with a length of 38 mm. The diameter of the left common iliac was 7.7 mm, with a length of 32 mm. The diameter of the right common iliac was 8.1 mm, with a length of 33.2 mm. It was reported that during the index procedure, an endoleak was discovered. The proximal neck had mild dissection, so that ballooning had not been performed during the procedure. Another manufacturer's device (cook coda), was used, and the endoleak was resolved. On an unknown date, during one month postoperative follow up, a possible type IV endoleak was observed. It is also possible that this is a type iii endoleak. Jetting blood flow was observed using echocardiography. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that it would be related to the stent graft material. Though it is said to be type IV endoleak, substantial amount of blood is confirmed this way. A review of returned film images from an ultrasound study post-implant showed a likely endoleak with contrast coming through the fabric in multiple locations. The location of the endoleak, as well a possible type and cause, could not be determined from these images. The lack of ballooning due a pre-existing dissection may have contributed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Film evaluation summary: the exact cause and source of the endoleak leading to the aaa rupture could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A single still post-implant CT-3d recon image revealed that the endurant stent graft system was implanted just below the renals; the limbs crossed over each other and were extended into the distal portion of the common iliac arteries. No clear endoleak or any other obvious stent graft issues were seen from this single image. A 4-second video during a post-implant ultrasound study, including 2 still ultrasound images, were also returned for review. Blood flow outside and along the anterior of the stent graft was seen primarily coming from the left side (most anteriorly positioned) limb. The blood flow was confirmed coming from the limb(s) of the stent graft. The doppler blood flow appeared to be focused and high velocity, and seemed to come from multiple radial locations around the limb, as well as from equally spaced sources along the length of the essentially straight limb. Both limbs were patent and no other obvious stent graft issues were observed. The cause of the endoleak reported immediately post-implant may have been due to lack of ballooning due to a pre-existing dissection. The cause of the endoleak seen in the post implant ultrasound is unknown; this appears most likely to have been a type IV blush endoleak caused by fabric porosity, but cannot rule out a type iii fabric endoleak. It was reported that the patient was receiving anti-platelet medication, and it is possible that this medication may not have allowed the endoleak to clot and self-resolve. The cause of the reported possible infection also could not be determined.

Manufacturer narrative:
(B)(4). Off-label, unapproved, or contraindicated use (pre-operative dissection).

Event description:
The patient's aneurysm has ruptured, but is contained by surrounding organs. There is also a possible infection. No determination by the physician has been made regarding the possible infection. The rupture was due to the previously-noted endoleak. The patient was receiving anti-platelet medication, which likely did not allow the endoleak to clot and self-resolve. The patient is currently being monitored.